Manufacturer narrative:
Product receipt / condition: 1 opened sample, part number 8229707, from lot number 0214660843. A syringe was used to inflate the cuff with 10cc of air and it leaked out immediately. Under magnification it was determined there was a puncture in the cuff, in the approximate center, and perpendicular to the midline of the tube. The puncture measured 0.03¿ long. There was no allegation of a defect prior to use. The information most likely indicates inadvertent damage during handling / intubation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim emg tube cuff deflated in the middle of surgery (thyroidectomy) and the users heard an audible leak. The patient had to be re-intubated since the case was not yet complete.